Event description:
It was reported that non-sustained lead noise due to post-paced t-wave oversensing was observed via merlin transmission. Programming changes were recommended. No further information is available at this time.